Event description:
Customer reportedly obtained results of 73mg/dl and 153mg/dl on the advantage/voicemate system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.